Event description:
(B)(4).

Manufacturer narrative:
Service tech visited client site and found that this was not a failure of the telemetry transmitter but that the drop out or signal loss was caused by customer-caused damage to the antennas.